Manufacturer narrative:
The solenoid driver board was evaluated at the getinge the national repair center (nrc). It was visually inspected and no visual damage was observed. The board was then installed into a cs300 test fixture. The board was tested to factory specifications per the cs300 service manual. It failed testing. The nrc verified the reported failure "glass tubing does not fit properly in blood back block" (out of box failure). The board is being send to the supplier for further failure analysis. A supplemental report will be sent when the results are obtained.

Event description:
It was reported that the cs300 inta-aortic balloon pump had a damaged solenoid driver board. The blood detector sensor was slightly damaged and the blood detect tubing cannot be inserted. No patient was involved during this event and no adverse event was reported.

Manufacturer narrative:
The solenoid driver board was returned by the supplier. The supplier verified the reported failure. They replaced the misaligned blood back block and board passed all of their testing. The part was then re-evaluated at the getinge the national repair center (nrc). It was installed into a cs300 test fixture and tested to factory specifications. The board passed testing and was put into stock.

Event description:
It was reported that the cs300 intra-aortic balloon pump had a damaged solenoid driver board. The blood detector sensor was slightly damaged and the blood detect tubing cannot be inserted. No patient was involved during this event and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump had a damaged solenoid driver board. The blood detector sensor was slightly damaged and the blood detect tubing cannot be inserted. No patient was involved during this event and no adverse event was reported.

Manufacturer narrative:
This is considered an out of box failure of the solenoid driver board as it was not yet installed into the cs300 iabp. The production device history record (DHR) for the intra-aortic balloon pump (iabp) was not reviewed as there was no malfunction of the iabp. A supplemental report will be submitted after the manufacturer's evaluation is completed. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that the cs300 inta-aortic balloon pump had a damaged solenoid driver board. The blood detector sensor was slightly damaged and the blood detect tubing cannot be inserted. No patient was involved during this event and no adverse event was reported.